Event description:
It was reported that approximately 205 months after a right total knee replacement procedure, the patient underwent a revision procedure to address valgus malalignment, extensor mechanism maltracking (patella maltracking), scar tissue and bone loss. Revision surgery operative notes were provided. Patient left the operating room in stable condition. It was later reported that the patient's femoral component was found to be debonded. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: 204-04-33 - trapezoid tibial tray sz 3f/3t. 208-23-11 cc tibial insert sz 3, 11mm (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.